Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent returned in its pre -deployed state. The stent stabilizer was found to be kinked/bent and broken/fractured. The stent stabilizer broken further during the analysis. The stent delivery catheter was found to be kinked/bent. The stent delivery catheter was found to be flattened/crushed. Significant amount of dry blood was noticed within the stent stabilizer and stent delivery catheter. The stent was found to be intact; however, there was significant amount of blood noted. During functional inspection, stent stabilizer/catheter friction functional test ¿ fail. A few attempts were taken to flush the device; however it was not possible due to damages and dry blood within the stent delivery catheter. There was significant friction noted between the stent stabilizer and catheter and the stent could not be deployed. The stent was pulled out from the distal end of the stent deliver catheter. An attempt was taken to remove the stent delivery wire from the stent delivery catheter for further analysis; however due to significant friction it was not possible. The stent stabilizer broke in a few places. Stent stabilizer kinked/bent functional test was not available as the defect was confirmed during the visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported events were confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on visual inspection. Additional information received indicated that the patients anatomy was described as 'moderately tortuous'. The device was analyzed. The stent was found to be intact . The stent stabilizer was found to be broken/fractured and kinked/bent. The stent delivery catheter was found to be kinked/bent and flattened/crushed. Significant amount of blood was noted within the stent delivery catheter and on the stent, which indicates that the continuous flush was insufficient. These defects caused friction during functional tests. It is probable that the moderately tortuous anatomy and insufficient flush may have caused the damages noted to the device and reported events during use. An assignable cause of procedural factors will be assigned to the as reported and as analyzed codes 'stent stabilizer/catheter friction' and 'stent stabilizer kinked/bent', and to the as analyzed codes 'stent stabilizer broken/fractured during use', 'stent delivery catheter kinked/bent', 'stent delivery catheter flat/crushed' as the issues are associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
The stent (subject device) was returned for analysis, and the stent stabilizer was found to be broken/fractured. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.